Manufacturer narrative:
(B)(4). Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to complete the rewind process. Customer reported the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.